Manufacturer narrative:
Unit passed displacement test, active current test and selftest. Unit failed sleep current test. Low battery alert less than 1 week not confirmed. Unit received with cracked belt clip rail case corner. Pump error 25 due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that the battery compartment was cracked. The device will be returned for analysis.